Event description:
It was reported that a user of the ilet with dexcom g7 experienced hyperglycemia, with fingerstick glucose at 359 mg/dl and the pump indicating ¿high,¿ after announcing a usual-sized dinner but consuming a larger meal; the user was using a contact detach infusion set, reported intact tubing, no alerts, and performed a full supply change with no bent cannula observed, and glucose trended down after allowing additional corrections. Investigation included customer interview, device-use review, and troubleshooting with education on accurate meal announcements and allowing time for correction dosing. Further investigation of this case revealed no device malfunction observed and a probable use-related contributor due to under-announced carbohydrate intake. Symptoms included elevated blood glucose without reported systemic illness or other clinical manifestations. Outcomes included no injury, no medical intervention beyond device-guided correction, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia with cause unclear and that the device appeared to function as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.